Event description:
I was never given or notified of product problem nor given pharmaceutical name and serial # by my physician! Prolift transvaginal mesh was placed in 2007. I have experienced vaginal erosion, abdominal pain, bloating, ovarian cyst, hyperplasia, pelvic, and hip pain, pain in kidney area, more prominent on left side, pain during sex, lowered self esteem, depression, leg pain and weakness. I have had 2 procedure to remove vaginal mesh erosion. First in 2009 ... Second in 2009. Total hysterectomy was done in 2008.